Event description:
The customer reported that the system kept freezing (locking up). There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.